Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers wife reported via phone call that the customer insulin pump had motor error and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer reported that they were unable to clear the alarm. Customer reported that they were not able to complete rewind. It was reported that they had changed battery on the insulin pump after 10 minutes pump program reset they had unexpected restart alarm. It was reported that they were able to clear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no a44, no a47, no rewind anomaly and no a21 test noted. Motor passed motor test. (B)(4).